Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 2:00 pm after the end user received higher than normal blood glucose results from his prodigy diabetes meter. The end user performed several blood glucose test with results in the 500's. He did not experience any significant symptoms but out of concern he went to the ER. Upon arrival to the ER at 2:30 pm his blood glucose was 126 mg/dl. No treatment was warranted due to the fact that his blood glucose was within normal range. After one hour in the ER he was discharged with a blood glucose reading of 126 mg/dl and instructed to purchase a new meter. No additional details were provided in regards to this medical event.